Event description:
A hospital reported that three iw931 cosycot infant warmer heads were found to have cracks on the upper casing. The cracks were located in the same area of the warmer heads, with one unit having deeper cracks compared to the other two. It was also specified that the hospital was using incidin foam for cleaning and disinfecting the warmers. Furthermore, they were claiming that cleaning was being done only after the units had been cooled. No patient consequence was reported.

Manufacturer narrative:
Additional manufacturing dates: 09/14/2005, 09/14/2005. An investigation was carried out based on the event description, photos and results of previous investigation on similar complaints, as the complaint device had not been returned for evaluation. Cracking of the infant warmer head is usually due to the use of incompatible cleaning solutions and doing the cleaning before the warmer head has been cooled. It was reported that the hospital was cooling the warmer heads before doing the cleaning. For cleaning and disinfecting, they were using incidin foam, which is an alcoholic disinfectant containing glucoprotamin. The latter is an antimicrobial ingredient, which is reported to have contained amine. The operating manual states that cleaning of all parts of the infant warmer and accessories should be done at normal room temperature, around 23 degrees celsius, and to avoid cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aqueous solutions as these may cause chemical reactions to the polycarbonate plastic material. All surfaces of the warmer head may be cleaned with detergent based solution with maximum concentration of 2% in water. Conclusion: cracking of the infant warmer head, due to the use of non-compatible cleaning materials, is a known problem. We have an open CAPA to examine further compatible cleaning solutions.